Event description:
I purchased a free standing toilet safety rail from (B)(6) pharmacy a week ago. My husband had a hip replacement and he needed something to help get up from the toilet. The device was unsteady and very wobbly. It shifted side to side and caused him to be off balance and he almost fell. This product is very unsafe and needs to be removed from the market. The product is non returnable so I still have it at my home. I contacted the company and asked for a full refund but do not expect any response. My main concern is how unsafe this device is and I would hate to see someone get injured. FDA safety report ID# (B)(4).